Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2024 to replace both leads due to migration and high impedances. Therapy was restored post op.

Event description:
Additional information was obtained, revealing that the previously reported migration was confirmed via x-ray imaging.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.